Event description:
Staff have expressed concern that due to the size of the syringe and the line and ml markings "overlapping" there is potential risk for overdosing, particularly with botox injections that are given in neurology.per the nurse:when drawing up any clear liquid with the syringe, the writing on the back side of the syringe makes it difficult to see exactly how much is in the syringe. The dr also told me that it is hard to see when administering, especially when injecting small volumes typically delivered by this syringe. We use these syringes to give botox, which is given in very small increments (sometimes down to the tenth or hundredth of an ml). When the wording on the back obscures the view of the lines on the syringe, it makes it very difficult for the md to make sure that they are giving the correct volume.